Event description:
Olympus was informed that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the reference device "sparked", "smoked" with "fire flame" during the attempt on a sphincterotomy. The users reportedly had to switch to an erbe generator as the reference device would not "cut right".

Manufacturer narrative:
Olympus followed-up with the user facility via phone and in writing to obtain additional information regarding this report without success. The device reference in this report was not returned to olympus for evaluation. The exact cause of the reported phenomena could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.